Event description:
It was reported that the patient went to the emergency room after receiving 19 inappropriate shocks due to an apparent rv lead fracture. Lead impedance values had increased and noise was reported. The lead was explanted. The patient stated the shocks caused unnecessary pain and anxiety. The patient further reports neck damage from the broken lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary no anomalies found; proximal segment returned it was reported that the patient went to the emergency room after receiving 19 inappropriate shocks due to an apparent rv lead fracture. Lead impedance values had increased and noise was reported. The lead was explanted. The patient stated the shocks caused unnecessary pain and anxiety. The patient further reports neck damage from the broken lead. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications no conclusion can be drawn impedance, high interference lead(s), fracture of shock, inappropriate.